Manufacturer narrative:
D10: concomitant product UDI for pump is (B)(4). D10: concomitant product UDI for balloon is (B)(4). H6: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient presented with recurring incontinence. The replacement surgery revealed there was fluid loss at the cuff of the artificial urinary sphincter (aus) implant device, and the physician replaced all components through replacement surgery. The most likely/suspected cause of the incontinence was the fluid loss at the urethral cuff resulting in it no longer coaptating. The physician does not believe the device caused or contributed to the incontinence. There were no further signs or symptoms reported.